Event description:
It was reported that approximately four weeks post filter implant, the patient had a CT scan and it was found that the filter was severely tilted, and had migrated caudally approximately 1-1/2 vertebral bodies. The filter had been placed infra-renal at l-1 and the final location was in the l2/3, which was confirmed by both CT and fluoroscopy. Two days later, the filter was removed with great difficulty, and a competitor's filter was placed. There was no injury to the patient and the patient was reported to be asymptomatic. Post filter implant, it is believed, that the patient might had a central line placement. However, it was unknown whether the central line was femoral or jugular.

Manufacturer narrative:
Device history records could not be reviewed, as the lot number was unknown. The event investigation is currently underway.